Event description:
It was reported that during a ptca/stent procedure, the zeta stent was advanced past the lesion and pulled back, but the stent backed too far in the aorta and had to be pushed back in again and pulled back to the lesion. It was noted that the stent had dislodged from the balloon. A second guide wire was advanced and then another dilatation catheter was advanced past the dislodged stent and used to pull the stent back to the proximal portion of the renal artery. A new zeta stent was advanced and deployed, pinning the dislodged stent against the artery wall and treating the target lesion at the same time.